Manufacturer narrative:
In this report, the manufacturer additional information has been received and updated in box a and box d. The following additional information has been updated in this report. In general information tab, 510k number was updated. In box a: patient name captured was incorrect in previous report and it is updated in patient identifier (rfb). In box b: event date has been updated. In box d: product brand name (rfb) was updated has been updated. In box g: date received by manufacturer has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information death and esophageal cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.